Event description:
It was reported that there was a crack on the tip of the insulation and that the handle is loose.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a crack on the tip of the insulation and that the handle is loose.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Probable root cause for the reported failure involving this device could have been probably caused by: normal wear and tear. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.